Manufacturer narrative:
A DHR and complaint review was performed. This review indicated that the antivirus scanning was not performed on the computer for pre-op planning during the two last preventive maintenances performed before the issue was noticed. Review of IFU indicated that it contains sufficient instruction to avoid a virus infection from an external source. On this occasion, as the hospital network was found to be infected too, the origin of the virus arrival cannot be confirmed and there is no evidence to conclude that the virus introduction was due to the user negligence.

Event description:
It was reported by hospital it team that computer for pre-op planning has been infected by the "wanna cry" virus. Hospital it team removed the virus from the computer for pre-op planning.